Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that customer's insulin pump alarmed for insulin flow blocked alarm. Customer performed for insulin flow blocked but issue occurred again. Customer stated that his insulin pump was not functioning. Customer¿s blood glucose was 105mg/dl. Customer stated that they have tried all the remedies for no delivery. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump meets specification: yes